Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found fluid ingression on the main board, chassis assembly, and both housings. The event history log was unable to be downloaded. During the functional testing, the customer's reported problem was duplicated. The pump powered up with error code 1260. The cause of the issue was fluid ingression on the coin battery terminal and board. The main board was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device last error code1660 or alarming error 1261. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.